Event description:
It was reported that this artificial urinary sphincter (aus) presented fluid leakage due to a pinhole in the cuff component. The device was explanted and replaced. No patient complications were reported.